Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturer for an evaluation and the complaint is confirmed. A visual inspection of the sample noted that there was damage on the film of the cassette. A microscope was used to inspect the damage and confirmed it to be a pinhole in the cassette film area. No other issues were detected on the tubing set. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient (pd) reported experiencing drain complications during the pd treatment. The patient stopped the treatment and while removing the cassette she noticed fluid inside the cycler cassette area, allegedly coming from a hole in the cassette. Upon follow up, the patient stated that she did not miss a treatment as she used manual supplies to complete the treatment successfully. The cassette/tubing set in question was made available for return. The patient stated that she did not experience any adverse events as a result of this incident and she was scheduled to have a visit to the pd clinic.